Event description:
It was reported that during a percutaneous peripheral transluminal angiography treatment procedure, a wire fracture occurred. The 100% stenosed lesion was 12 cm long with a diameter of 3mm. It was located in a severely calcified fibular artery. While trying to advance the 300 cm moderate support j-tip pt2 guide wire through the total occlusion, approximately 2 cm of the distal tip broke. The guide wire was removed, however, the distal tip was left within the lesion. The procedure was not completed as no devices were able to cross the lesion. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous peripheral transluminal angiography treatment procedure, a wire fracture occurred. The 100% stenosed lesoin was 12 cm long with a diameter of 3mm. It was located in a severely calcified fibular artery. While trying to advance the 300 cm moderate support j-tip pt2 guide wire through the total occlusion, approximately 2 cm of the distal tip broke. The guide wire was removed, however, the distal tip was left within the lesion. The procedure was not completed as no devices were able to cross the lesion. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product returned is missing approximately at 298.4 cm poly from the proximal end, and the core wire is exposed. The sem report concludes, "the ribbon core wire is not fracture. What is shown is the cut end". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).